Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 3 episodes of ventricular tachycardia were classified as supraventricular tachycardia. Therapy was withheld, but the rhythm did return to sinus. Programming changes were discussed, but no intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
Correction: h6 - device code was corrected to 1543 - incorrect interpretation of signal instead of 1383 - incorrect measurement.